Manufacturer narrative:
(B)(4). For 2 of the 2 reported events, a (B)(4) healthcare service representative performed a checkout of the system and confirmed the reported events. For the 2 units, the overflow safety trap was recommended for replacement to resolve the reported issue.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced decrease in suction. For the 2 events, the customer reported the aspiration system is not working nominal parameters. These reports were received from various sources. Of the 2 events, 2 did not involve a patient.